Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2021, pocket erosion was observed. The muscle surrounding the pacemaker was swollen. The pacing system was explanted on (B)(6) 2021. As a temporary measure, the pacemaker was used outside of the patient¿s body and pacing was delivered via the jugular vein.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The pacing system was implanted on (B)(6) 2014. Reportedly, on (B)(6) 2021, pocket erosion was observed. The muscle surrounding the pacemaker was swollen. The pacing system was explanted on (B)(6) 2021. As a temporary measure, the pacemaker was used outside of the patient¿s body and pacing was delivered via the jugular vein.